Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 6: reference MFR. Report: 1627487-2017-2017-06846, 1627487-2017-2017-06847, 1627487-2017-2017-06848, 1627487-2017-2017-06849, 1627487-2017-2017-06850. It was reported the patient was experiencing pain in the midline area of her back and the physician prescribed pain cream which did not resolve the pain. The pain became persistent and she felt a bump. A friend looked at the area and it was black with a bump in the middle of the area. The physician aspirated the area on (B)(6) and it was infected. The physician removed some of the lead as it was coiled. The patient underwent surgical intervention on (B)(6) where the entire scs system was explanted. The patient was prescribed antibiotics. Follow up information identified the infection has not resolved.